Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The nozzle unit of the air gas module was found to be broken and that it needs replacement. No further information is provided and no further issues have been reported regarding the reported event. The device logs were not provided. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. No parts were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).